Manufacturer narrative:
(B)(4)

Event description:
This lv lead was explanted and replaced due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
On (B)(6) 2017, we received additional information that this lead dislodged and the patient experienced muscle stimulation. This lv lead also had high thresholds.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.